Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the 7mm extended length endoscope used for an endoscopic vein harvesting procedure seemed to be missing the connector for the light cord. It was not used in a case thus no patient contact. No injury.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.